Event description:
Caller reported that patient experienced a black screen issue on their device, affecting their ability to read or interact with the pump. There was no adverse impact to the customer's blood glucose level as levels remained within a safe range. Technical support offered to replace the pump, but the customer declined, opting instead to plug the pump into a power source due to a possible depleted battery. Further communication with the customer was not resumed after placing technical support on hold.